Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had abdominal stimulation. It was noted that the patient had falls that may have contributed to the issue. Impedances were checked and were good and they were able to program around the abdominal stimulation. The issue was resolved at the time of the reported.